Event description:
It was reported that the system could not make fluoroscopic images because there was no hand switch and the footswitch was inoperative. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested ad found to be working as intended and put back into service.